Event description:
It was reported in an article entitled "wallflex colonic stent placement for management of malignant colonic obstruction: a prospective study of two centers" (gastrointestinal endoscopy 67:1:2008), that post an unspecified stent placement procedure, stent occlusion occurred. Eligibility for participation in the study required the presence of a large bowel obstruction secondary to malignancy as confirmed by erect and supine abdominal radiography imaging and cr. The assignment of patients to palliation rather than the bridge to surgery was based on "unacceptable surgical risk because of advanced age or comorbidities or because of locally advanced disease or distant metastases". This pt was placed in the group that received a self-expanding metalic stent (sems) as a bridge to surgery. Two days following placement of a tts wallflex stent of unknown size is an unspecified location, the stent became occluded due to stool impaction. "The occlusion was promptly and completely alleviated by multiple passages of an endoscope through the stent and lavage, without balloon dilation, and the pt underwent elective surgery 4 days following sems placement". It was further noted that the stent was "removed en block with the tumor, without any surgical complications".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.